Manufacturer narrative:
The device was explanted, but was not returned for analysis. Nevro attempted to obtain additional details regarding the infection; however, the information was not available. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient presented to the emergency room due to irritation at the ipg site. Stimulation was turned off. Follow-up report indicated that the device was explanted as a precaution since infection was suspected. There were no reports of further complications.